Manufacturer narrative:
Result: lift motor head-end and inner screws.

Event description:
It was reported by service report that the head-end lift got stuck in elevated position, and would not lower. No patient involvement or adverse consequences were reported.